Manufacturer narrative:
Correction: the correct reason for explant is infection, not loss of connection as reported in the previous report. It is reported that the patient experienced an infection at the implant site and was hospitalised and treated with IV antibiotics, however the issue did not resolve. The device was explanted on (B)(6) 2024, due to infection. Device analysis report attached. This report is submitted on june 28, 2024.

Manufacturer narrative:
This report is submitted on may 27, 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2024, and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.